Manufacturer narrative:
Findings: unable to prime during prime/a33 test due to faulty fsr(gold). Pump passed displacement test and basic occlusion test. Unable to verify no delivery alarm due to prime anomaly. Intermittent button response due to moisture damage on button keypad traces. No frozen screen noted. Pump received with minor scratched display window, c racked case at display window corners, cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 309 mg/dl. The customer stated buttons are not working consistently. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.